Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn had patient on arctic sun device warming to 37c. Device was alerting 01(patient line open)/02(low flow) and seems to be cooling the patient, sn #(B)(6). Patient temperature (pt) was 25.5c, water temperature (wt) was 10.8c, targeted temperature (tt) was 37c, flow rate (fr) was 0l/m. Had them stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection, fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks, flow rate (fr) remained 0. System diagnostics, inlet pressure (ip) was -1.4, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 0 percentage. Explained they can place device in manual mode and test the pads. Nurse stated they were going to switch to a new device as the pads were brand new. Informed nurse to send this device to biomed labeled no flow for repair and call back if they have any other issues.

Event description:
It was reported that the rn had patient on arctic sun device warming to 37c. Device was alerting 01 (patient line open) / 02 (low flow) and seems to be cooling the patient, sn#: (B)(6). Patient temperature (pt) was 25.5c, water temperature (wt) was 10.8c, targeted temperature (tt) was 37c, flow rate (fr) was 0l/m. Had them stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection, fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks, flow rate (fr) remained 0. System diagnostics, inlet pressure (ip) was -1.4, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 0 percentage. Explained they can place device in manual mode and test the pads. Nurse stated they were going to switch to a new device as the pads were brand new. Informed nurse to send this device to biomed labeled no flow for repair and call back if they have any other issues. Per follow up information received via phone on 03apr2025, it was reported that they sent the initial device to biomed labeled no flow. They were unable to provide any additional information regarding the device. Switched to an alternate device and the patient was able to complete therapy. No patient impact was reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. A review of the risk document, (B)(4) rev 16, was performed for this investigation. The reported event is addressed in step#: d170. Based on this review the risk is within the expected range. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn had patient on arctic sun device warming to 37c. Device was alerting 01(patient line open)/02(low flow) and seems to be cooling the patient, sn #dyfnal019. Patient temperature (pt) was 25.5c, water temperature (wt) was 10.8c, targeted temperature (tt) was 37c, flow rate (fr) was 0l/m. Had them stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection, fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks, flow rate (fr) remained 0. System diagnostics, inlet pressure (ip) was -1.4, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 0 percentage. Explained they can place device in manual mode and test the pads. Nurse stated they were going to switch to a new device as the pads were brand new. Informed nurse to send this device to biomed labeled no flow for repair and call back if they have any other issues.